Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not determined the root cause of the intra-operative complication sustained by the patient. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that the surgeon used two stapler 45 instruments (part #470298-12) during the case and there were no clamping, firing, or unclamping issues identified. As noted by the initial reporter, the staple line bleed involved the first fire of a green stapler 45 reload. The system logs show that the first green stapler 45 reload (lot #m12180727) was fired using the stapler 45 instrument with lot #t10180822-0041. For the remainder of the case, the surgeon successfully fired 3 additional blue stapler 45 reloads with the same stapler 45 instrument (lot #t10180822-0041). In regards to the other stapler 45 instrument (lot #t10180817-0079) used during the procedure, 1 green and 4 blue stapler 45 reloads were fired successfully. The stapler 45 instrument user manual states the following: "warning: after firing, always inspect the staple line for hemostasis. Minor bleeding may be controlled by electrocautery or manual sutures." Furthermore, the user manual states, "under endoscopic vision, gently remove the jaws from tissue. Check the site for tissue approximation and hemostasis. Minor bleeding can be controlled using electrocautery, clips, or sutures." Based on the current information provided, this complaint is being reported as an incident (injury) due to the following conclusion: during the da vinci-assisted surgical procedure, the patient experienced bleeding after the surgeon fired a green stapler 45 reload with a stapler 45 instrument on stomach tissue. In order to control the bleeding, the surgical staff fired two clips using a laparoscopic clip applier instrument. However, at this time, the root cause of the intra-operative complication is unknown.

Event description:
It was reported that during the da vinci-assisted sleeve gastrectomy procedure, the surgical staff ¿encountered a decent amount of bleeding¿ after the surgeon attempted to fire a green stapler 45 reload with a stapler 45 instrument on the bottom end of the stomach near the antrum. When the event occurred, the surgeon removed the stapler 45 instrument and a physician¿s assistant (pa) came in with a laparoscopic clip applier instrument to control the bleeding. The pa reportedly fired two clips. The surgeon planned on over-sewing the staple line. On 11/06/2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgical procedure was not recorded on video. The reported event occurred after the surgeon fired an initial green stapler 45 reload (part #48445-03; lot #m12180727). The stapler reload involved with the reported event was discarded by the site. The csr could not recall if the surgeon encountered any clamping issues prior to firing the stapler 45 instrument. The surgeon did not encounter any unclamping issues with the stapler 45 instrument. After firing the green stapler 45 reload, ¿minimal¿ bleeding was observed along the entire length of the staple line. No blood transfusions were administered. The staple line was inspected and no malformed staples were found. The surgeon over-sewed the staple line. However, the csr explained that the surgeon ¿routinely¿ over-sews staple lines. The surgical procedure was completed robotically and no post-operative complications have been reported to his knowledge.